Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned sealed inside its blister tyvek packaging. Upon visual inspection, it was observed that the blister of the primary packaging was damaged on corner. Also, the tyvek on this area was opened. Upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. The event could not be confirmed as no damage was noted on the seal area. Due to the damage found on the blister, a possible cause for this condition is due to improper handling during transit or storage. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon suzhou¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a98v02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the package seal opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.